Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, users encountered a bio ID issue during login. The system displayed a message indicating that bio ID required maintenance and instructed users to use password authentication instead. The customer noted that no indicator lights were illuminated on the biometric scanner at the time of the issue. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A field service engineer (fse) reseated the universal serial bus cable, logged into hardware test application, and noted that the bio ID was not present. A firmware update was performed, the station was rebooted, and the system automatically entered update mode. After the bio ID update was installed and initialized, the fse allowed all updates to complete, logged back into hta, and successfully tested the bio ID. The system functioned as intended after the field service engineer repaired the device.